Manufacturer narrative:
Additional information was received that the end user failed to charge the battery. This is a use error. There was no reportable malfunction. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.

Event description:
It was reported that there was a malfunction resulting in unit unable to power up. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.